Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned associated battery. The reported malfunction was observed in the log but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's battery was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.